Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information reviewed the reported unintended movement (clip opening while locked/cowl) appears to be related to normal function of the device and due to settling of the clip. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opened while locked (cowl). It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat a functional mitral regurgitation with grade of 4. One ntw clip was implanted. Prior to deployment of the clip, mr was at grade 1. Upon deployment, it was noticed that the clip opened 5-7 degrees, and mr increased to grade 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.